Event description:
During remote monitoring, a bluetooth low energy (ble) telemetry anomaly occurred in which the device could not pair to the remote monitoring app. No intervention was performed at this time. The patient was stable and will continue to be monitored.